Event description:
The customer reported an uncontained leak of approximately ten (10) ml from the coulter lh 750 hematology analyzer. The customer reported obtaining sample tube not detected and rocker position error messages when the leak was observed from the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found disconnected tubing from the sheath flow coil vc12. The fse replaced the tubing and the instrument ran without leaks or error messages. The repairs were verified per established procedures. (B)(4).